Event description:
Additional information was received stating that surgical intervention took place where the leads was explanted and replaced to a penta to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-07775. It was reported that the patient had a trauma while lifting something heavy, after the patient began experiencing ineffective therapy. Upon further investigation imaging showed the patient's leads had migrated. Troubleshooting took place of reprogramming, but the patient still had a lack of coverage. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.